Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 17 months, it was reported that the pt expired. The device could not be interrogated. Attempts to obtain additional info were unsuccessful.